Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement procedure. According to the complainant, during deployment, the catheter broke at the distal end of the delivery system, where the blue outer sheath meets the clear outer sheath. The stent and delivery system were removed in one piece from the patient, with the stent fully constrained on the delivery system. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.